Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had to be pressed multiple times for the pump to respond. In addition, it was reported that the touchscreen was intermittent delayed in responding to presses. Customer's blood glucose level was 139 mg/dl. Customer confirmed the pump turned on when plugged into a power source. At the time of the report with tandem technical support, the touchscreen functioned as intended.